Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the end of jaws was bent and seal plate was damaged when putting into quiver. The metal on jaws was lifted and stopped sealing. Swapped out with another device and started to use a non-medtronic brand in quiver. Another ligasure was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdd, rfr). Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, approximately an hour of completed good seals, when dissecting around stomach (tissue bundle not thick, jaws not full), the end of jaws was bent and seal plate was damaged when putting into quiver. The metal on jaws was lifted and stopped sealing. There was an error message of seal cycle incomplete, no end tone was heard, and there was no bleeding. The jaws were clean. Swapped out with another device and started to use a non-medtronic brand in quiver. Had to open more raytec for the procedure. Another ligasure was used with the same generator and it worked fine. There was no patient injury.